Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported products were reviewed for compatibility with no issues noted. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient had a right shoulder arthroplasty and subsequently, approximately 3 years post implantation, underwent a revision surgery due to unknown reasons. Sidus stemless component and an alliance glenoid were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Sidusâ® stem-free shoulder, humeral head, 42-15 item# 0104555420, lot# 2922208. Biomet bc r 1x40 us, item# 110035368, lot# y11baa2101. Size 1 3-peg monoblock cemented glenoid, item# sagl2021, lot# 64803705. Keel sponge single use only item# 00430103401, lot# 64499574. Comp rvs 9 in stnmn pin sf, item# 405800-00, lot# 495090. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.